Manufacturer narrative:
The device was received undeployed. Before opening the pod it deployed. The download data showed that the pod ran for 57 pulses and was deactivated after the second prime. The downloaded data does not show any timeouts or drive stalls. During investigation, the needle mechanism was manually reset into its loaded position. Rotation of the ratchet gear deployed the needle mechanism as intended. The needle mechanism assembly components were thoroughly observed and no damages or defects were observed that would cause a needle mechanism failure. Inspection of the inside of the top housing found marking of contact between the linkage assembly and top housing. It was concluded that the top housing interfered with the linkage assembly therefore prevented the deployment of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy the cannula at pod activation as intended.